Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient said doesn't feel like therapy is working anymore for the last 6-7 months ago. When asked, caller said that patient has fallen a few times since received implant, once fell flat on stomach and then completely backwards cushioned by a trash bag and once when was trying to get out of a bed or trying to sit and fell into a sitting position. Caller then mentioned that around three months ago or so, he noticed that the ins has dropped down. Caller said that patient had an appointment last november with hcp about ins dropping however said was told by hcp that this can occur with changes in weight or skin. When asked, caller said that they didn't mention the calls to managing hcp. Caller said that the hcp was focused on talking about implanting a new system. Reviewed therapy information and general programming guidance. Caller is not with the patient, therefore unable to adjust. Caller and family to discuss with patient regarding making a slight adjustment and monitoring and tracking results. It was also recommended that family call hcp office to report falls so that can be added to patient's medical record. No further patient complications are anticipated or expected as a result of this event.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient said doesn't feel like therapy is working anymore for the last 6-7 months ago. When asked, caller said that patient has fallen a few times since received implant, once fell flat on stomach and then completely backwards cushioned by a trash bag and once when was trying to get out of a bed or trying to sit and fell into a sitting position. Caller then mentioned that around three months ago or so, he noticed that the ins has dropped down. Caller said that patient had an appointment last november with hcp about ins dropping however said was told by hcp that this can occur with changes in weight or skin. When asked, caller said that they didn't mention the calls to managing hcp. Caller said that the hcp was focused on talking about implanting a new system. Reviewed therapy information and general programming guidance. Caller is not with the patient, therefore unable to adjust. Caller and family to discuss with patient regarding making a slight adjustment and monitoring and tracking results. It was also recommended that family call hcp office to report falls so that can be added to patient's medical record. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
B5/b7: corrected indication for use from 'urinary dysfunction/sacral nerve stimulation' to 'fecal incontinence'. G4: added PMA/510(k) code: p080025. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.